Event description:
A report has been received from the pt's wife. She reported a cassette leak. Of note: it was learned that the pt had a fall prior to this treatment. As a result of the fall, they noted blood in lines and cassette. It was learned that the pt was evaluated prior to this incident for the fall where he reportedly broke a blood vessel. The pt later performed his dialysis when the blood was noted. The pt is fine. There is no report of ill effect.